Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false detection of a loaded set was confirmed through eval. The eval found upon loading a set that the unit would appropriately recognize a set loaded in point 2; however, it would falsely detect a set loaded at points 3 and 4 when the set was not yet loaded at these points. At this time the pump would prompt the user to close the door, as if the set had been loaded properly. This condition was determined to have been caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported a spectrum pump detected a loaded set when the set was not completely loaded. It was also reported there was no pt injury.